Event description:
Midline incision dehiscence. A pt underwent a sigmoidectomy in 2001. The physician placed a sheet of seprafilm under the midline incision in the lower abdomen prior to closing. Post-op, the pt developed infection in the midline incision. The stitches were removed from the skin surface to the subcutaneous fat in the midline incision and part of the wound was left open. 5th day post-op, a herniation of small intestine from part of the midline incision was noted. The physician stated that if seprafilm had not been used, herniation might not have occurred due to adhesion of the small intestine. On 3/01 the pt recovered without sequelae.